Event description:
(B) (4)

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Further information received indicates the device was functioning at the time of explant. Therefore the conclusion has been updated to reflect this. Evaluation summary: (B) (4) testing revealed an eri condition and an anomalous atrial output condition. The no atrial output condition was the result of lifted output bond wires.

Event description:
(B) (4)

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) testing revealed a normal eri condition. Anomalous atrial output condition was also noted during ats testing. The no atrial output condition was the result of lifted output bond wires; however, additional information received indicated the device was functioning at the time of explant. As a result of this new information, the conclusion and analysis has been updated to reflect this.